Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), cyst ("cysts"), irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("excessive menstrual cycle") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, migraine, cyst, irritable bowel syndrome, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cyst, irritable bowel syndrome, menorrhagia and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and diverticulitis. Concurrent conditions included body mass index normal. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), cyst ("cysts"), irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), diverticulitis ("diverticulitis"), alopecia ("hair loss"), headache ("headache"), narcolepsy ("narcolepsy"), fibromyalgia ("fibromyalgia"), restless legs syndrome ("restless legs"), seroma ("seroma"), bladder hydrodistension ("hydrodistension bladder"), nausea ("nausea"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), neck pain ("neck pain") and pain in extremity ("legs pain, arm pain"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, migraine, cyst, irritable bowel syndrome, menorrhagia, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, diverticulitis, alopecia, headache, narcolepsy, fibromyalgia, restless legs syndrome, seroma, bladder hydrodistension, nausea, abdominal pain upper, neck pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, bladder disorder, bladder hydrodistension, cyst, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, narcolepsy, nausea, neck pain, pain in extremity, restless legs syndrome, seroma, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2011: everything looked fine. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and diverticulitis. Concurrent conditions included body mass index normal. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("severe back pain"), migraine ("migraines"), cyst ("cysts"), the first episode of irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), diverticulitis ("diverticulitis"), the second episode of irritable bowel syndrome ("ibs"), alopecia ("hair loss"), headache ("headache"), narcolepsy ("narcolepsy"), fibromyalgia ("fibromyalgia"), restless legs syndrome ("restless legs"), seroma ("seroma"), bladder hydrodistension ("hydrodistension bladder"), nausea ("nausea"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), neck pain ("neck pain"), the second episode of back pain ("back pain ") and pain in extremity ("legs pain, arm pain"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, cyst, menorrhagia, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, diverticulitis, the last episode of ir. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received. Events: apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, diverticulitis, hair loss, stomach pain , leg /arm pian,narcolepsy, headache , restless legs, ,seroma, cysto hydrodistension bladder, neck pain, were added. Lab data, concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.